Event description:
It was reported that during an open reduction internal fixation (orif) distal radius procedure the locking screw went through the plate. The screw did not latch on. A replacement screw was available and the procedure was successfully completed. A 5 to 10 minute operative delay was reported when retrieving the screw. This report is for one locking screw. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional classification code hrs. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.